Manufacturer narrative:
The manufacturer previously received information alleging an everflo oxygen concentrator power cord melted. There was no report of patient harm or injury. The device was returned to the manufacturer¿s product investigation laboratory for further evaluation. The device was visually inspected and the manufacturer confirmed there was evidence of a thermal event which occurred externally to the unit and the unit design. There was evidence of another plastic material embedded into the outer layer of the ac power cord insulation (indicative of oxygen patient circuit). The power cord is fully functional and intact and is not the source of the thermal activity. The manufacturer tested the device and found the device operated properly as designed and has no operational issues. The device has been scrapped.

Manufacturer narrative:
The manufacturer previously did not report country of occurrence. The country of occurrence is germany, updated in box f.

Event description:
The manufacturer received information alleging an everflo oxygen concentrator power cord melted. There was no report of patient harm or injury. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be filed when the manufacturer has completed the investigation.